Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the issue and directed the customer on how to resolve. The system was working fine. The complaint was confirmed based on field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) that the instrument was not recognized by the integrated electrosurgical unit (iesu) or erbe generator. The customer connected two bipolar instruments to the erbe and both of them were not recognized. The customer reset the instrument cable and restarted the erbe, but the issue persisted. The customer performed a power cycle on the system, but the issue remained. The customer decided to use an external generator to continue with the procedure. A field service engineer (fse) was informed by the customer during a site visit that the procedure was converted to a laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the ports were not enlarged, and no additional ports were placed. The patient tolerated the transition well when the procedure was converted.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) found that the bipolar instrument couldn't be recognized with the integrated electrosurgical unit (iesu)/erbe because a bipolar code was defected. Therefore, both bipolar with erbe and bipolar with external ft10 generator were not recognizable. Fse explained this and how to perform troubleshooting to the customer. The fse performed service to correct the reported problem. No part replacement was required. The system was tested and verified as ready for use. The probable root cause of this reported issue was attributed to a defective bipolar energy cable.